Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log file was sent for review. The log file revealed a series of no external power events from 25jun2023 to 27jun2023 while on the mobile power unit (mpu).

Event description:
Additional information revealed the patient had a loss of power to their house for a few hours. It was not clear which day the power outage occurred.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log file. A review of the submitted log file spanned approximately 6 days (24jun2023 ¿ 30jun2023 per time stamp). On 25jun2023 at 03:54:04, 27jun2023 at 10:05:32 and 10:08:23, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~1-2v. There was another loss of power event that occurred on 27jun2023 at 10:06:28 which resulted in a low voltage hazard alarm. The no external power alarm did not activate in this instance due to the voltage not dropping low enough. Both events were consistent with a loss of ac power. The alarms cleared shortly after activating when power was restored. The backup battery was able to provide power to the controller during these events. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu, serial (B)(6), was not returned for analysis. Per the additional information, the root cause for one of the loss of power events was determined to be a power outage. A root cause for the remaining loss of power events was not conclusively determined through this analysis. Heartmate 3 instructions for use (IFU), rev. C, section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records was reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.